Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information has become available and/or the device(s) are returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that patient underwent revision due signs of osteolysis 6 years after surgery. Event detail: bilateral hips done on same day, one side failed, one side is fine.